Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that during a transseptal procedure using the faradrive sheath with a versacross connect, the dilator was removed, and the faradrive sheath was aspirated. After inserting the farawave nav catheter into the sheath, continuous air ingress was observed through the valve during aspiration. Troubleshooting included holding the sheath in different orientations and advancing/withdrawing the farawave nav catheter; however, air aspiration persisted. The procedure was completed another device same model. No patient complications have been reported. The product is disposed in the facility. It was further reported no air was in patient or fluid leak was noted. The wire was pulled back during insertion of the farawave and then the wire was advanced prior to aspiration. A pressure bag was used for irrigation.